Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. The product was not opened or used.

Manufacturer narrative:
No analysis was performed as the product was not opened or used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) had expired. No further information was provided.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.